Manufacturer narrative:
The returned device was evaluated. During this testing the unit was able to power on using both ac and battery power. The device was able to obtain readings and alarmed audibly and visually under alarm conditions. White lines were observed across a portion of the display. The lcd screen was replaced and the unit functioned as designed.

Event description:
The customer reported lines on top of display. Customer states that the lines appear on about the top 10% of the display. No patient impact or consequences reported.